Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2019. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; off vag dis; diff bowel; rec incont; aggrav incont; oth pain: lower abdominal pain. Nonsurgical treatments: on (B)(6) 2019 the patient commenced incontinence medication: incontinence patches for the treatment of: to treat incontinence. Treatment duration: 6 months. On (B)(6) 2015 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to treat incontinence. Treatment duration: 5 years.